Event description:
Olympus was informed by the user facility that an employee allegedly became injured while pushing the cart into the elevator. The cart wheel may have become caught in a large gap where the facility's elevator meets the floor.

Manufacturer narrative:
The cart referenced in this report was not returned to olympus for evaluation. Olympus followed up on this report to gather add'l info, and the user facility reported that the employee experienced an unspecified type of injury on her shoulder and neck, and was on medical leave for an unspecified time. The employee has returned to work and is reportedly doing well. The cart in question has not been taken out of service. The exact cause of the employee's outcome could not be conclusively determined. However, the user facility reported that the device was laden with many pieces of equipment at the time of the event, and was said to be quite heavy. This report is being submitted as an MDR in an abundance of caution.